Manufacturer narrative:
Additional information: section h imdrf annex codes and manufacturer narrative. Correction: unique identifier (UDI). Part analysis: the reported issue all drawers failed to open was confirmed during fse testing and subsequently validated in the dchu testing process. According to work order wo: (B)(4) the fse reported that upon arrival the station was powered on and running with all drawers and doors closed and the failure icon was visible. All medstation main and smart remote manager (srm) failed and could not be recovered. Later, the fse rebooted the station and attempted to recover. The fse shut down the station and looked for any cut in the cables. A damaged pyxibus cable was found, and it was replaced. Finally, the medstation was rebooted and all drawers in main and srm no longer failed. The station remained powered on, running and working fine. During dchu visual inspection: assy cbl pyxibus with part number 121085-01: the assy cbl pyxibus 7 drawer was received with burn marks and exposed copper strands. During dchu testing: assy cbl pyxibus with part number 121085-01: due to evident thermal damage on the assy cbl pyxibus 7 drawer, no further testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, the root cause of all drawers fail to open complaint was attributed to thermal damage observed on the returned assy cbl pyxibus 7 drawer (p/n 121085 01). Visual inspection identified burn marks, a cut in the cable insulation, and exposed copper strands. In accordance with the applicable pyxibus cable assembly product analysis procedure, the presence of thermal damage warranted stopping further electrical evaluation. Based on the parts received and the testing performed, the damaged pyxibus cable was identified as the component consistent with the reported failure.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. As per part investigation, it was determined that there was assy cbl pyxibus cable damaged and exposed copper strands and burn marks. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 29-aug-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawers failed. The field service engineer shut down station and inspected for any cuts in the cable. The pyxis bus cable on the back of main was found and replaced. The station was rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed drawer. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.